Event description:
It was reported that the health professional did not know why the supraventricular tachycardia (svt) did not meet the device detection criteria for ventricular tachycardia (vt) . The defibrillation device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.